Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 760mg/dl. Initially the nurse called for assistance with changing the basal rates. It was stated that the customer was feeling lethargic and did not treat his glucose level. The customer called back and stated that they don't believe that the insulin pump caused his glucose to go up. The customer stated that he had used the infusion set for longer than three days and refilled the reservoir. No further information was provided.